Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device's maintenance was started. A technical support specialist coordinated and confirmed all orders were showing on tested stations. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a malfunction that orders were not available and they faced trouble pulling medication. The customer stated that they were able to get medications from another station and there was no delay in patient workflow. There were no adverse events or injuries reported based on this event.